Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the half height drawer 2.2 was failed. A field service engineer (fse) previously cleaned the trays, replaced controller card, interface card, and retractor band but the issue remained unresolved. Fse then replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on part analysis: the report of the hardware failure was confirmed by fse field service engineer. According to wo (B)(4) the fse reported that hh enhanced drawer frequently failing. Previously cleaned trays replaced controller card interface card and retractor band. The fse replaced drawer configured it and successfully tested it. Customer tested and verified. No visible damage was found during the inspection. During laboratory testing the drawer was connected to a medstation and evaluated using the hta the drawer successfully passed all the validation tests. The device was in use for treatment purposes as intended per 21 cfr 820.198 d. Root cause: the root cause of the reported drawer failure was not identified. The drawer underwent comprehensive testing and was confirmed to function as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that there was a delay in patient care. As per part investigation, it was determined that the reported drawer failure could not be identified, as inspection and hta testing confirmed normal operation. There were no adverse events or injuries reported based on this event